Manufacturer narrative:
Vyaire file identification number (B)(4). The suspect device was not returned to vyaire for investigation. Any additional information received will be included in a follow up report.

Event description:
A customer reported that the vela ventilator generated "vent inop" and "motor fault" errors. The customer reported that there was no patient involvement associated with the event.